Manufacturer narrative:
Date of event: the specific date of the event is unknown. This event is two of two for the same patient. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the adaptor between the liberty pd set and a baxter extraneal dialysis solution bag leaked and was loose during treatment. The patient did not have an adverse event related to the leak. The specific date of the incident was unknown. The adaptor and extraneal bag were discarded.